Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with grade 4 functional mitral regurgitation (mr) and mitral pressure gradient (mpg) of 4mmhg for a mitraclip procedure. During the preparation of steerable guide catheter(sgc), dilator was unable to flush forward to de-air. To troubleshoot, a guide wire was inserted into the dilator, but it was unable to pass through. The sgc was replaced with another device to complete the procedure. The mr was decreased to grade 1 with two clips implanted. The mpg of 6mmhg was reported post procedure. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult to flush the dilator appears to be related to a potential product issue. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that the patient presented with grade 4 functional mitral regurgitation (mr) and mitral pressure gradient (mpg) of 4mmhg for a mitraclip procedure. During the preparation of steerable guide catheter(sgc), dilator was unable to flush forward to de-air. To troubleshoot, a guide wire was inserted into the dilator, but it was unable to pass through. The sgc was replaced with another device to complete the procedure. The mr was decreased to grade 1 with two clips implanted. The mpg of 6mmhg was reported post procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided.